Manufacturer narrative:
The data could not be assessed as sample printouts were requested but not provided for this event. The field service engineer (fse) found the diluent syringe leaking and he replaced the syringes to resolve this issue. Fse ran carryover, reproducibility, startup and controls, all within specification. This failure can be attributed to use error as the sample syringes are user replaceable parts and per labeling, syringe pistons and seals recommended to be replaced every 12 months or every 10,000 cycles. (B)(4).

Event description:
The customer reported one patient sample run on their act diff instrument gave a wbc result of 2.7. The same sample was remixed and rerun where the wbc result was 5.2. Results were not reported out of the lab.